Manufacturer narrative:
Reliability analysis inspected 7 opened/used infusion sets and performed hand prime using new lab reservoirs and found 4 of 7 occluded at p-caps. The connection section; 3 remaining occluded at qr connection septum sites.

Event description:
The customer reported via phone call of occlusion from the infusion set. The customer's blood glucose reading was unknown. The customer stated that he has gone through 2 boxes of infusion sets there were not priming. The customer stated that he was able to push on the plunger to get insulin started into the tubing. However, when connecting to the qr, the customer was unable to push insulin through. The customer will be sent replacement sets.